Event description:
It was reported that the pt noted the out of regulation warning message (oor) occurred repeatedly over about two weeks prior to the report. The message disappeared when the stimulator was being charged, and re-appeared at battery level of 75%. Therapy had not yet been optimized. A partial loss of effect was reported together with oor, but was difficult to assess more precisely. The oor occurred twice during physician visits the week prior to the report. On (B)(6) 2010, oor was active and the clinician programmer showed the corresponding warning message. Impedances were normal on all electrodes. Therapy impedance was also normal. Stimulation settings were too low to explain the occurrence of oor. The physician was planning replacement of the device. No pt outcome was reported.

Manufacturer narrative:
(B)(4).